Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure using a preclose technique in the calcified right common femoral artery after an abdominal aortic aneurysm (aaa) procedure. Reportedly, a 22f sheath was being used for the aaa procedure and after the knot was advanced, hemostasis was not achieved. A cut down was performed and it was noted that the prostar xl needle had lifted calcified plaque from the posterior wall. An endarterectomy was performed and a patch was placed. Two weeks post procedure, the area became infected and occluded, which resulted in an iliac bypass graft. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Not indicated for use with a 22f sheath. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.